Event description:
Customer reports to have experienced keypad anomaly. Customer reports that bloog glucose would not transfer from meter, then noticed numbers on insulin pump ramping up on their own. Customer's blood glucose was 170 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.